Event description:
On december 23, 2008, baxter was informed of two events where a colleague volumetric infusion pump shut down. In this case, there was an interruption in therapy that resulted in the patient going into cardiac arrest. The product code was reported, and the serial number is unknown. The device was reported to be administering at a very low volume. Although requested, information regarding the drugs being administered and the flow rate is unknown. The pump reportedly sensed an occlusion, began beeping, and then shut off. The nurse tried to quickly start the pump again, but the patient went into a cardiac arrest.

Manufacturer narrative:
At this time it is unknown if the device will be returned to baxter for evaluation. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.